Event description:
It was reported that a pen ndl 32g 4mm 90 CT mail order only was unable to deliver medication during use. The following was reported by the initial reporter: "it was reported that during flow check pen needle clogs. Verbatim: consumer reported finding during the flow check it clogs. She does not review the non patient end if its bent. Cant see it. Consumer has several prior files (B)(4). Lot # 9259246 & unknown lot #; catalog# 320883; date of event unknown. All within past year. Sample status awaiting samples."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2021-03-18. H6: investigation summary: customer returned (79) open 4mm, 32g pen needles without the tear drop label. Customer states that the pen needle clogs during flow check. All returned pen needles were examined and 73 out of 79 returned pen needles exhibited a bent non patient end of the cannula, which could prevent insulin from properly flowing through the cannula. See attached photo. All remaining samples were tested and all were able to expel properly without any observed defects. Pen needle DHR batch 9259246 was reviewed. The batch number was built with pen needle assembly line in june 2020. Review of the DHR revealed all required challenges samples and testing was performed per specification in accordance with the in-process sampling plans. As per review it was noted that there were no reject activity findings throughout the build of this lot that would impact upon the quality of the product. No quality notification was raised on past 12 months on similar non-conformance. Root cause is user related. The non patient end of the cannula was bent during use of the product by the customer.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that a pen ndl 32g 4mm 90 CT mail order only was unable to deliver medication during use. The following was reported by the initial reporter: "it was reported that during flow check pen needle clogs. Consumer reported finding during the flow check it clogs. She does not review the non patient end if its bent. Cant see it. Consumer has several prior files (B)(4). Lot # 9259246 & unknown lot #, catalog# 320883, date of event unknown. All within past year, sample status awaiting samples".